Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient is complaining of pain after surgery. Infection was checked but there is no indications that the knee was infected. Surgeon decided to take patient to surgery and check components for loosening. Loosening of the tibial component at the cement to implant interface. Depuy cement was used. Surgeon commented that the tibial component did not have any cement on the underside. The original tibial component had been implanted with two boxes of depuy (B)(4) bone cement but unable to get lot # since the hospital buys their cement directly from depuy. Surgeon removed all the cement from tibia and implanted attune rev tray sleeve and stem. Surgeon replaced with an appropriate size poly. The patient had prior to surgery setup for implants to be kept for her lawyer. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Event description:
Medical record ad 26 july 2019 was reviewed on 12 december 2019. (B)(6) 2014: the patient underwent right total knee arthroplasty secondary to joint instability and osteoarthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2018: the patient underwent a revision of the right knee secondary to pain. Intraoperatively, the surgeon discovered the tibial component was loose at the cement to implant interface; the femoral component was well-fixed. There were no intraoperative complications noted. Pmh: osteoarthritis, right knee. Doi: (B)(6) 2014. Dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.